Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had poor communication on their patient programmer (pp) and they were having some problems with their pp. It was stated that the patient was not good at programmer and kept getting the poor communication screen. The patient was recently implanted with the ins and had bandages and/or swelling present. It was reviewed with the patient how bandages and/or swelling affect communication and to attempt after removal. The patient also reported that the patient could not get to therapy screen because part of the time she could feel her implant working but part of the time she could not feel it working. It was confirmed with the patient that part of the time her implant was helping with her symptoms and she felt stimulation. The patient also stated that she noticed during the night that her implant did not work and woke up with the urge to go to the bathroom but during the day her symptoms were okay. There were no further symptoms or complications reported or anticipated.